Manufacturer narrative:
A company service representative examined the system and was able to verify system messages in the error log. The fluidics assembly was replaced and sent to the manufacturer for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient); "15 minute delay" (no code available). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during a case. The system was rebooted and a different system message was displayed. The customer then noted another system message while trying to prime, but noticed the infusion line was clamped. Unclamping the infusion line cleared the system message. The surgeon then proceeded with the case. Ten minutes later, another system message was displayed. The system was then switched out with another system and the case was completed. There was a 15 minute delay when switching out the systems. There was no patient injury.